Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure, suboptimal guiding catheter position was lost, which resulted in the devices backing out of the vessel and the stent separating from the stent delivery system. The stent was captured with a balloon catheter and withdrawn to the sheath. A new guiding catheter was used with a snare to retrieve the stent. Two additional stents were placed and the case was successfully completed, reportedly with no pt injury.